Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was in the 300 mg/dl range due to a no delivery alarm. The patient also had a blood glucose value of 438 mg/dl. Troubleshooting was initiated for the no delivery alarm. The customer had a bent cannula. The no delivery issue was resolved by changing both the infusion set and reservoir. No products were returned or replaced.